Manufacturer narrative:
The cerelink sensor (ID 826850) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to an excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 4 of 4 reports linked to mfg report number: 3013886523-2023-00090; 3014334038-2023-00040; 3014334038-2023-00041. A facility reported a cerelink sensor (ID 826850) was implanted in operative room for monitoring intracranial pressure (icp) of an acute subarachnoid hemorrhage, but once the dressing was placed, the reading became abnormally high. A new cerelink sensor was inserted and the readings were stable. Patient was transferred to ICU but overnight, the readings became abnormally high and erratic. Medication was given to bring icp down, however the patient did not respond, although did not appear to be symptomatic either. The sensor was removed at bedside on (B)(6) 2023 and an evd was inserted which gave a normal icp reading.